Manufacturer narrative:
Describe event or problem: the hospital reported that the inner liner had a crack in the bottom that was not seen when it was changed between cases. As it filled during use, the irrigation leaked and was sucked up between the inner and outer canister up into the regulator. Deroyal: the root cause was determined to be mishandling of the carton during transit from deroyal to the end user. As a corrective action, deroyal met with personnel at munroe hospital to discuss inspection of the product before use to make sure there are no visible cracks that may have occurred during transit to the end user.

Event description:
The hospital reported that the inner liner had a crack in the bottom that was not seen when it was changed between cases. As it filled during use, the irrigation leaked and was sucked up between the inner and outer canister up into the regulator.